Event description:
The device successfully discharged 120 joules to a pt. However, while attempting a second defibrillation, the device displayed a "defib fault 78" message and failed to dischage at 150 joules. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.